Manufacturer narrative:
Device eval: the eval has not been completed. The user did not specify if this was the initial use of the device. A review of the device history record found one related exception document. The complaint database was reviewed and found one similar complaint for this lot number. A follow-up report will be submitted when the eval has been completed. Method: process eval. Results code: results pending completion of eval. Conclusions: not yet available-eval in progress.

Event description:
The user reported that during an abdominal angiographic procedure, the rotator on the high pressure tubing broke. Injector settings: 2 ml/sec at 479 psi. No harm or injury was reported.